Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va02ssf, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and her device had not been working since she was implanted. The patient also experienced a shocking or jolting sensation when she tried to turn her device off. The device was noted to have jolted her after she pressed the off button. It was unclear which button the patient pressed as it was noted that she pressed the on button on her patient programmer. The reporter indicated that the patient was in a sitting position when that happened and not near any electromagnetic interference (emi). If additional information becomes available, a follow-up report will be sent.